Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. The customer stated they were able to clear the alarm. The customer reported that they had issue with clock losing time and trouble when rewinding insulin pump. The customer declined troubleshooting for insulin pump errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.